Event description:
A us distributor reported that a patient was experiencing adjust belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages) was isolated to the ECG ¿c¿ and ECG ¿d¿ cables being pulled from strain relief, damaging the j702 from the distribution node pca. The root cause for the strained cable was excessive force. There was no adverse event that resulted from the damaged belt.